Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (b)(6 2019 due to hypoglycemia. The customer's blood glucose level was 67 mg/dl and 43 mg/dl at the time of hospitalization respectively. The customer reported that they were having trouble with the continuous glucose monitoring for the past two months and they were not wearing a sensor for almost a month. The customer were not getting any reading because the insulin pump kept showing lost signal/searching for signal. The customer was unconscious. The customer was experiencing low blood glucose for past event. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer was treated with lose monitoring, intravenous glucose, and intravenous saline. The customer was able to upload to carelink. The customer does not allege that the insulin pump was over delivering. The insulin pump was not exposed to magnetic resonance imaging or any machines/devices that emit strong magnetic field. The customer stated that there was no issues with the insulin pump. The device will not be returned for analysis.